Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by failed door latch hooks causing the force to close the door to be higher then expected. The failed door latch hooks were replaced.